Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. During aspiration of the sheath, air insertion into the sheath was noted. The sheath was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned for analysis.